Manufacturer narrative:
Date sent to the FDA: 11/26/2020. Additional information: h6.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2019 due to incarcerated, multi recurrent incisional hernia. No additional information was provided.